Manufacturer narrative:
Reliability analysis inspected 4 opened and used sensors and found 1 of 4 sensor cannula retracted inside of the sensor. Unable to confirm if the customer received sensor damage due to the sensor was returned opened and used. The last sensor was found broken. Broken part was missing and was unable to confirm if the customer received sensor damage due to the sensor was returned opened and used.

Event description:
The customer reported via phone call that the sensors had no electrode. The customer's blood glucose was unknown at the time of incident. The customer stated that the issue happened to several sensors. The sensor will be replaced and will be returned for analysis.